Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms and patient info was crossing over onto another patient tile for a patient on one telemetry transmitter on the central nurse's station (cns). The customer stated that the issue was first noticed on (B)(6) 2021 @ approx 1530. They stated the multiple patient receiver has not been updated to the most recent software version. They stated that at the initial time of the reported issue, there was a communication loss message displayed on the central nurse's station (cns). They called to open an investigation because the manager for 1 west has safety concerns based off the reported issue. No patient harm was reported. Attempt #1: on 07/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back, but they did not provided patient information. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: on 07/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back, but they did not provide additional device information. They also stated that they provided device information to us in a document, but we have not received this from them. Multiple patient receiver: model: ni. Sn: ni. Telemetry transmitter: model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the waveforms and patient info was crossing over onto another patient tile for a patient on one telemetry transmitter on the central nurse's station (cns). The customer stated that the issue was first noticed on (B)(6) 2021 @ approx 1530. They stated the multiple patient receiver has not been updated to the most recent software version. They stated that at the initial time of the reported issue, there was a communication loss message displayed on the central nurse's station (cns). They called to open an investigation because the manager for 1 west has safety concerns based off the reported issue. No patient harm was reported.